Manufacturer narrative:
Additional product was received by bsc northwest. Investigation of the console confirmed the pressure gauge fluctuated due to excessive lubrication. Corrective action has been performed. The excessive lubrication and pressure gauge fluctuation are unrelated to the pt outcome.

Event description:
During a procedure with the rotablator sys, the device speed fluctuated. Treatment with the rotablator was abandoned and no other option was available. The pt expired the next day due to lack of treatment, not from any procedural complication.